Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿black screen/no image¿ was not confirmed. The evaluation found due to pinhole on the bending section cover, water tightness was lost. The coating on light guide tube was peeled. The coating on video cable was peeled. The switch box and switch number 1 had discoloration due to chemical stress during cleaning disinfect sterilized (cds). The specified resolving power was not obtained due to damage on the charged coupled device (ccd). The electrical connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope had a black screen/no image. The issue was found during preparation before use inspection for a diagnostic bronchoscopy. The intended procedure was completed with another similar device. There were no reports of delays. The patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in h10 of the initial medwatch report: the device was returned to olympus for evaluation and the customer¿s allegation of ¿black screen/no image¿ was not confirmed. However, it was found the image flickered occasionally during angulation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the bending section cover was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic components occurred which led to temporary image loss. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use - warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.